Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a left knee revision procedure approximately four months post implantation due to infection. During the procedure the surgeon noticed some pitting in the bearing. Attempts to obtain additional information have been made; however, no more is available.